Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm, approximately 7 years ago. Vessel morphology at implant is unknown. Current vessel morphology was reported as a 6.6 cm abdominal aortic aneurysm; 32mm aortic neck diameter at the renal arteries; 45 degree aortic neck angle. It was reported that a secondary intervention was performed due to a 2.5mm distal migration of the aneurx bifurcated stent. There was no type I endoleak. The migration was thought to be caused by aortic neck dilation and aneurysm expansion. An aneurx cuff and endurant cuff were implanted to resolve the migration. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (migration), patient's condition affected effectiveness of device (disease progression; neck dilatation and aaa expansion), conclusion: device failure/lack of effectiveness related to patient condition (disease progression; neck dilatation and aaa expansion).